Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while loading a cartridge. The syringe needle was changed and the cartridge was successfully loaded. Blood glucose was 165 mg/dl.